Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection. The potted trigger assembly was damaged. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during setup for a procedure at the user facility, the loaner core universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during setup for a procedure at the user facility the loaner core universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.